Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image did not turn to 3d. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction required. Updated fields: b3, b5, d8, d9 - date returned to mfg, h2, h3, h4, h6, h11. Corrected field: d4 - unique device identifier (UDI) #1 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. This event was caused by a component failure of universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during the middle of a therapeutic total laparoscopic hysterectomy and was completed using the same device.